Event description:
It was reported that cgm displayed error message 42 while being used with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through full pump reset steps, and after reset cgm error did not reappear; follow-up call after sensor warm-up confirmed everything was working and no further action was needed.